Event description:
It was reported that during a lap prostatectomy procedure, the tip broke off and needed to be retrieved. Procedure was finished with a like device. No pt consequence was reported. There is no further info.